Event description:
A caller reported a malfunction on a pump, identified by a communication error with the touch screen and designated as malfunction code 5. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred, acknowledging and understanding these instructions.